Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a mitek employee. No non-conformances were identified for this part (222983) - lot number (l964257). Combination as per qlik query executed 03/27/2019. The complaint device is not being returned. It was implanted in the patient, therefore, unavailable for a physical evaluation. This complaint cannot be confirmed. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from colombia reports an event as follows: it was reported by the affiliate via cst that during an elbow surgery the anchor was passed and remained fixed in the bone. When the needle was mounted, it passed through the fabric broke. The procedure was completed successfully, using an alternative product. The affiliate reported that there was no surgical time delay or harm to the patient. This is report 1 of 1 for (B)(4).